Manufacturer narrative:
No sample was returned for evaluation only x rays. The evaluation was based on the x rays received. It is difficult to provide definitive answers, however it appears that the ¿x-ray indicator¿ as well as the ¿stator & cam¿ are not dislodged from their respective locations. The valve direction/flow is corrected, but it appears the valve is inverted or the way that the x-ray was taken is giving an inverted view of the device. Regarding the valve setting, it is difficult to pin point the actual setting, but appears to be 190 or 200 mmh2o. The x-ray is not clear enough, but between of what appears to be a metal connector and valve, there is a space that we can¿t discern what it is. No root cause could be determined from the x rays. Review of the history device records was not possible as the lot number was unknown. If the sample is returned in the future, this complaint will be re-opened and re-evaluated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported: the device was originally implanted via l-p shunt on (B)(6) 2013. The initial setting pressure was unknown. It was noted that the mark on indicator could not be found and the stepping motor seemed to be dislodged through radiography on (B)(6). Since the device has still implanted in the patient, please confirm the items as follows based on the x-rays. The setting pressure of the valve. If the stepping motor had been dislodged from the base plate.